Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump gave a "no disposable, clamp tubing" alarm when in use with the cassette, then steady beeping in stop mode. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.